Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During visual inspection was found that downstream occlusion sensor (dso) voltage was not meeting the ranges. Dso sensor was replaced with a new dso sensor. The customer complaint confirmed during downstream occlusion test. Valves were replaced with new valves. The performance verification test was performed visual inspection pass, all tests passed within specifications.

Event description:
It was reported that the device alarms for 'air in line' after administering 0.3 ml even after priming and changing sets. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.